Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced during a normal device change out because it seemed that there might have been some minor insulation damage during the procedure. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation in the region of the suture sleeve. Approx. 16 cm distal to the is-1 connector pin the insulation was completely torn away. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery as mentioned in the complaint description. Blood penetrated the lead in the cut areas. The analysis did not reveal any sign of a material or manufacturing problem.